Event description:
The surgeon was putting the sutures through the sewing ring prior to placing in the pt's annulus when he noticed a cut in the cloth of the sewing ring. The valve was abandoned and another 33mmahk was implanted. There was no adverse effect to the pt and the valve was returned for evaluation. The surgical nurse did not feel that the sewing ring had been inadvertently cut while removing the serial tag.